Event description:
Allegedly ever since surgery in (B)(6) 2011, patient. Has had severe pain; allegedly the patient was revised due to pain and cup failure. It is alleged that particulate debris from the packaging of the implant was responsible for the cup failure.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 1043534-2013-01640, -01641, -01643, -01644. This report will be updated when the investigation is complete.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot. The surgical notes and medical records were also reviewed.